Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient¿s device was removed due to an infection.